Event description:
User alleges they had one event of the hypodermic needle adhesive seal, between the metal and plastic, not holding thus allowing needle to disassemble. Needle was able to be retrieved from pt, without medical intervention.

Manufacturer narrative:
Results evaluation codes: a complete investigation is not able to be performed as the user facility did not save the sample or record the lot number. A review of our complaints database shows this to be the first report, of needle out of epoxy, on this catalog number. We have previously had reports of this nature (for different needles). At least four of the reports, when the sample was examined, they were not valid and likely an event of the user not securing the connections per the instructions for use. There is no way to determine if this report is valid without the actual sample.